Event description:
It was reported that the piston on the pump would retract without being prompted to do so. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.